Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to communication sled connection issue. A field service engineer reseated the drawer connections, communication sled connections and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was failing and cannot eject cubies and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.